Event description:
It was reported that the patient was having persistent low flow alarms along with dizziness, shortness of breath, and dyspnea upon exertion. Unspecified changes to the patient¿s medications were made and the patient was listed for urgent transplantation. The patient remained ongoing on heartmate 3 left ventricular assist system, serial number: (B)(6), until they were transplanted on (B)(6) 2018. Additional information was requested from the account; however, none has been provided at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. A direct correlation between heartmate 3 left ventricular assist system, serial number: (B)(6), and the reported events (thrombus and low flow alarms) could not be conclusively determined through this evaluation. Furthermore, a direct correlation between the reported events thrombus and low flow alarms could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system instructions for use (IFU) lists thromboembolism as an adverse event, as well as a late post-implant complication, that may be associated with the use of the heartmate 3 left ventricular assist system. This document explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and states that changes in patient conditions can result in low flow. The IFU contains information regarding the recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having low flow alarms and was sent for a CT angiography (cta) of the chest. The cta showed a mild amount of crescentic intraluminal thrombus within the proximal 6cm of the outflow cannula graft. The patient also experienced shortness of breath and dyspnea on exertion. The patient continued to have low flow alarms with dizziness.